Event description:
It was reported that the customer reported via the sales rep that the patient was revised for a broken stem. It is further reported that the revision occurred approximately 2009. It is further reported that further information has been requested.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.